Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted complainant part is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: part no.: 04.647.127s lot no.: 9512738 manufacturing location: (B)(4). Release to warehouse date: 12.jun.2015 expiry date: 01.jun.2025 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the patient had original surgery on (B)(6) 2018, for a spine fusion treatment. Inter-operative, the (zero-p va) variable angle zero-profile anterior cervical interbody fusion implant came apart upon insertion. Upon inserting the zero p va implant, the peek and titanium components separated under normal insertion conditions. Both pieces were easily retrieved and the surgeon chose another implant that was available in the operating room. Surgery was completed successfully and the patient is reported in stable condition. The implant will not be returned. Due to this issue surgery was delayed. The reporter is not sure of the exact amount of minutes concerning the delay time. No fragments were generated during the procedure. No additional x-rays were needed. Concomitant devices: insertion device for the zero-p va (item number unknown, lot number unknown, quantity unknown) unknown spine screws(item number unknown, lot number unknown, quantity 2 each) this report is for one (1) device. This report is 1 of 1 for (B)(4).